Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, patient specific clinically relevant documentation/information was not provided regarding the 5-year multicenter prospective study; however, the article documented that a patient experienced a 7mm femoral component migration and met the criteria for radiographic failure for femoral component loosening at 1-year postoperatively. Reportedly, however, the patient did not require revision as there was no further migration at subsequent follow-up. Based on the limited information, the root cause of the migration could not be determined, although reportedly there was not further interventions required due to the event. The patient impact beyond that reported in the article could not be determined, as any further interventions and the patient outcome remain unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
In "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", it was reported that, after a tha had been performed, 1 patient met the criteria for radiographic failure for femoral component loosening at 1-year postoperatively due to femoral component migration of 7 mm, but did not require revision as there was no further migration at subsequent follow-up.